Event description:
A surgeon reports that following intraocular lens (iol) surgery, a pt complains of strong glare and is unhappy with their vision at night. The pt's eye is very small. The centering of the iol is good. Visual acuity is 20/24.